Event description:
It was reported that patient underwent total hip replacement surgery on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2012, due to loosening of the acetabular cup. The acetabular cup and femoral head were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants may occur". This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00356 / 00357).